Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt/tactile alarms) has been confirmed. Upon investigation the monitor was unable to power up past splash screen. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was experiencing adjust belt messages and tactile alarms.